Event description:
Crutches are cracked and broken at the point where the handle is mounted to the crutch frame. When weight is applied to the ones which are not cracked, they bow in the middle and become unstable. It appears the material used is too brittle and light for this type of application.